Event description:
It was reported by the sales rep that approximately twenty minutes after the arthroscopic rotator cuff repair on shoulder joint treating for randomized controlled trial surgical procedure began using the vapr tripolar 90 suction elect device the hand switch was released, but the probe connector was disconnected once because the output state continued. When the surgeon tried plugging it back in again, the alarm went off with the message ¿cut/coag stuck¿ and it became unusable. It was switched to a foot switch, which was usable, and the foot switch was used until the end of the surgery. After the surgery, the sales rep tried disconnecting the probe connector and plugging it back in, but the alarm sounded again with the message ¿cut/coag stuck¿ and it was not usable. In other words, when using it with the hand switch, an error occurs, but with the foot switch, the probe is ready to use. The sales rep tried it on another unit, but the alarm went off with the indication ¿cut/coag stuck¿ on that unit as well. It is assumed that this error is due to the fact that the hand switch that was pressed is now depressed and will not return to its original position. Another like device was used to complete the procedure. There was no delay in the procedure reported. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection revealed that the electrode is in normal use condition. The cable is in good condition as well as the connector and pins. The suction tube does not shows saline residues. The active tip shows signs of activation. When connected to the test generator, the electrode was immediately recognized. When performing the functional test, the ablation and the coagulation functions were able to work with hand buttons and with foot pedal mode. The electrode will be sent to the manufacturer for further analysis. Manufacturer evaluation result for vapr tripolar 90 suction elect: functional checks: tests were performed using vapr vue generator gml3735/3. The device passed all the parameters. Further investigation: the internals of the device were inspected to capture any points of interest. The condition of the individual buttons was captured along with pcb/connector block. A green substance could be seen on the pcb and connector block internals. The investigation could not substantiate the customer claim. The device passed both the electrical and functional tests without issue. From our investigation we were unable to reproduce the customer reported defect that the hand switch was released, but the probe connector was disconnected once because the output state continued. Testing shows the returned device was immediately recognized and found to pass electrical testing and functional testing. Activation was found to be consistent with all buttons functioning as expected. Visual observation did note a green substance on the pcb and connector block internals (refer to evaluation report) however this did not appear to affect the performance of the electrode buttons. The reported event of continuous activation has been reviewed against the systems risk assessment document for tripolar electrodes, the highest identified risk within for failure modes that are equivalent to the complaint failure mode(s) is incorrect or inappropriate output or functionality, inadvertent / unintentional activation with a hazardous situation of high temperature and a potential outcome of patient burn, line 710 applies. The severity risk category is 'serious'- results in injury or impairment requiring professional medical intervention. For this scenario a pre mitigation risk of grid 15 and a post mitigation risk of grid 14 are stated, which is 'serious' and 'probable' and rated as as low as reasonably achievable (alra). A review of our complaint records over the last 12 months to assess the frequency of similar reported events investigated by atl UK shows this type of event to be of low occurrence conclusion: the returned complaint device was found to meet the manufacturers specification and perform as expected. The root cause of the customer reported issue could not be determined at this stage and further investigation into this failure mode is being conducted under CAPA which is currently in the root cause phase. The overall complaint was not confirmed as the observed condition of the vapr tripolar 90 suction elect would not contribute to the complained device issue. This product issue was identified during the investigation by the supplier. This product issue will be addressed through the supplier quality system. J&j medtech orthopaedics will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance. Device history review : a manufacturing record evaluation was performed for the finished device number, and no non-conformances were identified.